Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd discardit 2ml sterile disposable graduated concentric luer slip syringe the medication became discolored during use. There was no report of patient impact. The following information was provided by the initial reporter: a sinora ampoule was drawn up using this syringe and transferred to a 50 ml nacl 0.9% bottle. The solution in the nacl bottle was pink/yellow-transparent. Bottle and ampoule were discarded, since discoloration was not normal. The week before, fentanyl had already been drawn from an ampoule into a syringe of this type. The solution turned milky.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 300928 and lot number 2106215. The review did not reveal any detected abnormalities during the production process and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the customer feedback and the investigation results, an exact manufacturing issue could not be determined for this incident and therefore, a manufacturing related cause could also not be concluded.

Event description:
It was reported while using bd discardit 2ml sterile disposable graduated concentric luer slip syringe the medication became discolored during use. There was no report of patient impact. The following information was provided by the initial reporter: a sinora ampoule was drawn up using this syringe and transferred to a 50 ml nacl 0.9% bottle. The solution in the nacl bottle was pink/yellow-transparent. Bottle and ampoule were discarded, since discoloration was not normal. The week before, fentanyl had already been drawn from an ampoule into a syringe of this type. The solution turned milky.